Event description:
It was reported that the pump exhibited a loose downstream occlusion seal. During physical inspection, it was found that there was insufficient loctite applied to the seal area. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to insufficient loctite applied onto the seal area. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.